Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event I include prying and/or leveraging on the device during use or mechanical damage to the device, such as dropping or hitting the device with another device prior to or during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in the patient.

Event description:
It was reported in a facility medwatch that during a left knee scope the tip of the drill bit broke off and was embedded in the patient`s bone. Surgeon stated he was unable to get the tip out and it remained in the knee. No harm to the patient, he was informed of the incident. Case was completed with no further issues. Set ar-4095s lot# 571779.